Manufacturer narrative:
The burnt odor described by the customer is attributed to the d16 diode overheating from repeated and continuous clamping of voltages exceeding its threshold value. This can be caused sudden voltage transients or spikes, which may result from factors such as electrostatic discharge, indirect or direct lightning strikes, hot-plug in and other transient voltage events. There is no fire risk as the diode (d16) fails safely under transient overvoltage conditions, with only brief localized heating and no sustained current, arcing, or ignition. The customer stated that the original power supply was used and no batteries were installed. The cause of the overvoltage is unknown.

Manufacturer narrative:
Siemens has requested the instrument and power supply be returned for investigation. Investigation will commence once materials have been received. The cause of this event is unknown.

Event description:
The customer reported visible smoke coming from their clinitek status+ instrument when plugged in. The customer unplugged the analyzer immediately. The customer stated they used the power supply that came with the analyzer and did not have batteries installed. There is no report of injury due to this event.